Event description:
In 2006, a home pt contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of the home pt's homechoice machine during drain 5/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt disconnected from the homechoice machine without following aseptic technique per the pt's nurse. Baxter's technical service center assisted the home pt in ending the therapy early. Home pt later developed peritonitis.

Manufacturer narrative:
Baxter's medical director's assessment: in this case, the disconnection allowed compromise of a sterile pathway possbily resulting in the peritonitis event and the need for treatment. This was due to user error since the disconnection is clearly identified as being caused by the pt.